Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: device photographs for the device related to the reported event was reviewed. Visual analysis of the photos identified encapsulation, red particles on the shell and opening on the anterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture, and findings of "large hystiocytic and partly giganto-cellular infiltrate around optically empty vacuoles of variable size. Focally, some small lymphocytic clusters are present." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, red encapsulation(50-100%) in shell, fold creases, curved opening. A microscopic analysis was performed which identified; wear abrasion, a curved striated opening on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage.

Event description:
Healthcare professional reported a right side rupture, and findings of "large histocytic and partly giganto-cellular infiltrate around optically empty vacuoles of variable size. Focally, some small lymphocytic clusters are present." Device has been explanted.